Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when they implanted the stimulator they knocked out a few of her teeth. Patient stated she has implant replacement for her teeth. Patient reporting a historical event. No further patient symptoms or complications were reported in this event.